Event description:
It was observed that during the device evaluation, the camera head exhibited an adapter that could not be fixed. The adapter had fallen off and was unable to hold the optical sight tube in place. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: cause linked to device but unable to trace more specifically. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.